Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial (B)(6), ubd: 25-apr-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (20 mg at 9.5817 mg/day) via an implantable pump for unknown indications for use. It was reported that the volume expected was 5.1 and the actual volume was 20ml on (B)(6) 2024. The volume expected was 10.4, actual volume 20ml. The personal therapy manager ptm was disabled due to pump non-functioning. The patient was scheduled for routine catheter evaluation and the catheter was found to be non-aspiratable planned for future catheter revision. At the time of catheter evaluation, the provider noted that the pump has been flipping in the pocket. A pocket revision was planned.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2023 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that at the time of repeat catheter evaluation, using fluoroscopy the intrathecal portion of the catheter was seen to be dislodged from the intraspinal space. The pump was then reprogrammed and set to minimum rate.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was revised and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial#: (B)(6); implanted: (B)(6) 2023; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.